Event description:
Country of complaint: (B)(6). Sutures is still in sealed foil but needle is separated from thread.

Manufacturer narrative:
Us reporting agent notified on (B)(4)2014. Manufacturing site evaluation: samples rec'd: 4 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples rec'd and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil orm requirements. Final conclusion: the complaint is not corresponding. Actions on product: not applicable. Corrective/preventive actions: not applicable.